Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device failed test failed. Based on the information available, the cause of the reported issue is not known as the issue did not reproduce after self-test. The device is working fine as per manufacturer's specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : remote support provided.